Event description:
It was reported that a user accidentally entered two back-to-back meal announcements on the ilet, after which they were informed that the system would interpret these as two separate meals and deliver additional meal insulin for each announcement. The user¿s blood glucose at the time was 303 mg/dl, attributed to high carbohydrate intake. User was advised of risk for hypoglycemia due to potential excess insulin delivery following duplicate meal inputs. Symptoms included hyperglycemia. Outcomes included user education to prepare fast-acting carbohydrates and to respond to the first low alert if it occurs. Investigation included review of device behavior for meal announcement handling and user counseling on appropriate use. Investigation of this case revealed that the device operated as designed in response to consecutive meal announcements, which can result in additional meal insulin delivery and potential hypoglycemia risk. It was concluded, based on previously established findings for similar reports, that the cause was user input error with expected device behavior.